Event description:
Doctor reported event of "port malposition" from journal article: "initial evaluation of laparoscopic roux-en-y gastric bypass and adjustable gastric banding in korea: a single institution study", obes surg (2010) 20: 1096-1101. This medwatch represents the 2 patients listed in table 5 of the article who were diagnosed with "port malposition."

Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. Based upon the information that a 10-cm adjustable band was used the connector type is assumed to be a taper ii. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery." "Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device."